Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported five point of care unit (pcu) keypads needed to be replaced.

Manufacturer narrative:
Customer updated the quantity as 5 and provided serial numbers on 05oct2020. This supplemental emdr will be submitted for serial number (B)(6).

Event description:
It was reported that device fell front screen cracked, top right buttons did not work for two pcu front cases, keypad did not work for one pcu front case and there was no illumination of ac charging or keys were not working for one pcu keypad. Therefore, five point of care unit (pcu) front cases with keypads needed to be replaced. There was no patient involvement.